Manufacturer narrative:
Investigation is pending.

Event description:
A physician's office in (B)(6) alleged a variance between the inratio2 inr result and the laboratory inr result. Results are as follows: inratio2 inr: 1.3, laboratory inr: 2.3. Therapeutic range: 2.0 - 3.0. The time between testing was three (3) minutes. There was no reported adverse patient sequela. There was no additional information provided. (Note: this MDR filing is due to the device being the same or similar as a device available in the united states.)

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the reported lot, k372402, was performed. In-house testing on strip lot k372402 meets expectations. A review of the manufacturing records for lot# k372402 did not uncover any relevant non-conformances. The lot meets release specifications. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.